Manufacturer narrative:
Product complaint (B)(4) h6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The event description describes a hair was discovered when opening a suture product; however the impacted product reported is a surgicel original (1952) lot sje0051. Please confirm the product involved is surgicel. If the reported event occurred with a suture from ethicon, please provide correct product code and corresponding lot number. Are there any pictures of the affected product available? If yes, please provide a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cholecystectomy procedure on an unknown date and suture was used. During the surgical procedure, the suture was removed from its sterile packaging and circulated to an instrumentation table with sterile technique, the surgical scrub nurse uncovered the suture and finds hair, the general surgeon who indicated to report and discard it. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint (B)(4) investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an original surgicel 4inx8in(10.2cmx20.3cm) code 1952 out of its packaging with a foreign matter on the gauze. Based on the photo review, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: g6. Type of investigation, g6. Investigation findings h6. Investigation findings: c22 ¿ photo investigation.